Event description:
It was reported that the patient will have a revision of a ambicor penile prosthesis (app) on (B)(6) 2021 due to the cylinders not deflating. A patient outcome of stable was reported.